Event description:
It was reported by product end user that he was "re-using the catheters up to 6 times for each catheter and this resulted in him developing a urinary tract infection and subsequently being hospitalized with sepsis". The end user states "the product wasn't defective but he was using it incorrectly". He was hospitalized in (B)(6) 2022 for '3-4 days". He was given prescription antibiotics and the issue resolved. When he was discharged from the hospital he "swore off catheters and he has only catheterized 4-6 times since when he couldn't stand it any longer" (urinary retention).